Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the cracked anchor was removed; and that there was no fragment was left in the patient's body.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)unknown. This event is involved with MFR#1221934-2020-03865 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anthroscopic rotator cuff repair for a torn cuff repair procedure on (B)(6) 2020, it was observed that the 4.75 healix advance kntlss br device cracked while the clinician was applying bridging after threading a suture through the first anchor. It was reported that the clinician then tried threading the suture through the 2nd anchor which resulted in another crack. It was reported that there was a 30 minute delay and a like device was available. It was reported that there was no harm to the patient. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-p medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that when the surgeon was applying suture bridging after threading a suture through the 1st anchor, the anchor cracked. The complaint device was not returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that an invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the correct lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.